Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found pyibus cable on aux cabinet was causing the issue. A field service engineer, replaced cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device did not power on. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.